Event description:
Consumer reported the toothbrush head broke while brushing. This is reported as a malfunction with the potential to cause serious injury. No injury was reported.

Manufacturer narrative:
Device not returned to manufacturer.